Manufacturer narrative:
One actual sample was rec'd and evaluated in a laboratory environment. The sheath was rec'd in two pieces and was noted to have broken at the hub end of the metal needle. 10/16 of an inch of sheath was remaining on the metal needle. It appears the sheath was bent/kinked where the metal needle ends and subsequently fractured at that juncture. The plastic sheath material is polycarbonate and the stainless steel needle is welded into the sheath tubing. The sheath broke at the point where the needle ended. There were no manufacturing defects found in the returned, actual sample. It is possible that the needle encountered resistance at the injection site and the dr subsequently continued to push against the resistance resulting in the sheath breaking at this juncture. The exact cause of the sample condition could not be determined. A review of the device history record showed that product manufactured under the reported lot number passed all inspections with no rejections noted. A review of the subassembly components showed they all passed incoming inspections and qualifications. The certificate of compliance rec'd from he supplier showed the lot was manufactured, inspected, and packaged in accordance with the specification for the product.

Event description:
It was reported that during a transurethral injection of a urethral bulking implant, the needle tip broke off and remained inside the pt. The dr used biopsy forceps and retrieved the needle tip during the initial procedure. No pt injury or further complications were reported. Additional info has been requested, but has nto been rec'd.